Event description:
It was reported during the procedure, after the subject stent reached the tip of the catheter, the physician tried to deploy the stent. Only one segment of the subject stent was pushed out, and after several tries and the stent would not deploy fully. The physician withdrew the subject stent and the microcatheter out together. Both devices were replaced and the procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available for evaluation.

Event description:
It was reported during the procedure, after the subject stent reached the tip of the catheter, the physician tried to deploy the stent. Only one segment of the subject stent was pushed out, and after several tries and the stent would not deploy fully. The physician withdrew the subject stent and the microcatheter out together. Both devices were replaced and the procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the stent was returned partially deployed from the distal tip of the microcatheter. The stent delivery wire (sdw) was noted to be kinked/bent. The stent was noted to be deformed. The stent introducer sheath was not returned. During functional inspection the stent was advanced out of the microcatheter without issue and no resistance was noted. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis.. The device did not meet specifications when received for complaint investigation based on analysis results. The device was analyzed. The returned stent was found to be partially deployed from the distal tip of the microcatheter. The stent was found to be deformed. The sdw was found to be deformed. The stent introducer sheath were not returned. An assignable cause of procedural factors will be assigned to he reported and analyzed damage of stent partial deployment, and to the analyzed damage of sdw kinked/bent and stent deformed as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.